Event description:
The patient was on a dialysis machine. The arterial blood line disconnected from the arterial chamber causing pumping of the patient's blood at a rate of 400cc's per minute. The pump was immediately turned off. The estimated blood loss was 100cc's. There was no apparent injury to the patient. The dialysis department has pulled the lot involved and reported the incident to fresenius manufacturer.